Event description:
Rptr stated that a pt expired after a second feeding tube was placed and before an x-ray was taken to establish the location of the tube. The first feeding tube was removed after the x-ray showed a bronchial location.